Event description:
The patient reported that the battery was replaced an hour before calling customer service and the pump would not fully power on; the pump would beep and chirp and then the screen would stay dark. Customer service stated that during a phone call with the patient that the pump made a different beeping noise than the one normally heard related to the pump rebooting. It was indicated that when the patient tried new batteries, the batteries would only last for two weeks. The patient denied damage to the battery cap or damage to the battery compartment or that the yellow o-ring was visible.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no power issues were observed in the pump black box. No activity outside of normal use was observed in the pump black box or download history. There was no damage found to the battery compartment of cap. The battery cap was tested and no contact defects were found. The battery cap attached securely to the pump and the pump powered on normally. The pump was exercised for 24 hours without alarms or power issues. The pump was opened and no damage was found to the power circuit.